Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via a merlin@home transmission showing non-sustain rv oversensing (nsrvo) due to post-paced t-wave oversensing. The device was post-paced t-wave oversensing on the ventricular lead channel. Programming changes were discussed. On (B)(6) 2020, programming changes were made, and patient condition was stable.